Event description:
Pt underwent arthro-plasty with implant of the right great toe joint in 1994. Five months ago, she began having swelling and pain in the medial aspect of the right great toe area. She developed a brusae-type formation and fluid was extracted from this area several times. It appeared the proximal stem of the implant had loosened with bony necrosis with reabsorption away from the implant. The distal phalanx stem was also loose.